Manufacturer narrative:
H4: the lot was manufactured between april 10, 2023 - april 11, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked. The bag was filled with either total parenteral nutrition or cardioplegia. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: 10/2023 (this incident was identified before 10-oct-2023.) The user facility submitted medwatch mw5150811 for this event. Should additional relevant information become available, a supplemental report will be submitted.